Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012522154 and three images files were returned and analyzed. The first and second images showed a loop catheter that was inverted and knotted, with a threaded guidewire. In the third image, a loop catheter with the guidewire threaded through it is shown after use. The catheter array was visibly damaged, knotted, and inverted. The lot number of the catheter (0012522154) could be identified in the image. Visual inspection showed the catheter was received with the guidewire threaded through, the array assembly was knotted and inverted, and the array pebax tube was torn at the junction of the proximal arm and dual lumen, exposing the electrode wires. The slide control function was stiff despite softening of the guidewire lumen. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The continuity test was performed with a multimeter and revealed open loops between electrode 3 and connector pin 3, electrode 4 and connector pin 4, and electrode 5 and connector pin 5. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. Electrode 2 was deformed and the electrode wires were broken within the array near electrodes 3, 4 and 5. The pebax tubing exhibited a twisted configuration at the distal arm near electrode 1, ribbed respectively between electrodes 1 and 2, and electrodes 2 and 3. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported array knot and inversion were confirmed during analysis. The catheter did not pass the returned product inspection due to a knotted array, and inverted array, the nitinol array wire was dislodged from the dual lumen, the proximal arm of the pebax tube was torn, the pebax tube was twisted, the distal arm of the pebax tube was ribbed, electrode wires were exposed, the electrode wire was broken, and the electrodes were crushed and deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after mapping, while attempting to retract the catheter into the sheath, a loop formed preventing retraction. Multiple attempts were made without resolution. An attempt was made to force the loop into the sheath without resolve. The catheter became knotted and inverted as the loop became smaller. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.